Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-04. H6: investigation summary: a device history report was conducted for lot number 9347675, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; and it was determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable and cracked/damaged connector/hub. The following information was provided by the initial reporter: the patient underwent transcatheter intracranial aneurysm embolization on (B)(6) 2021 and the left upper limb was punctured with indwelling needle no. 18, which was prepared for intraoperative use. After the successful puncture of no.18 indwelling needle, blood outflow appeared about half of the core exit, with a large amount of blood loss. There was no improvement in hemostasis due to compression. The no.18 indwelling needle was removed, and cracks were found in the indwelling needle after inspection. The patient had venous bleeding and was re-punctured with indwelling needle no.18.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable and cracked/damaged connector/hub. The following information was provided by the initial reporter: the patient underwent transcatheter intracranial aneurysm embolization on (B)(6) 2020, and the left upper limb was punctured with indwelling needle no. 18, which was prepared for intraoperative use. After the successful puncture of no.18 indwelling needle, blood outflow appeared about half of the core exit, with a large amount of blood loss. There was no improvement in hemostasis due to compression. The no.18 indwelling needle was removed, and cracks were found in the indwelling needle after inspection. The patient had venous bleeding, and was re-punctured with indwelling needle no.18.